Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. Each component is inspected during manufacturing. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. The analysis of the returned components the reported needle to cuff miss could not be confirmed and no root cause could be determined. No manufacturing or quality deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the plunger was retracted, however the suture was not present. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.